Event description:
The patient was seven months postpartum at time of essure insertion and breastfeeding. Insertion was easy on left side, but it was difficult on the right. There was tube spasm and the physician was unable to deploy essure with optimal placement (10 coils were visible on deployment). On (B)(6), 2014, pelvic ultrasound showed right essure coil extended into endometrium. Patient requested removal. The consumer stated that part of the right coil was supposed to be 3-4 strings in uterus, but she had 8 strings which caused low back pain, chronic pelvic pain, bloating, and cramping. Laparoscopic bilateral salpingectomy and hysteroscopy were done. Coils were removed with hysteroscope grasper, then ligature was done, patient was not hospitalized. On (B)(6), 2014, pathology results showed unremarkable fallopian tubes. Essure coils were within fallopian tubes, not perforated.